Manufacturer narrative:
Patient suffered restenosis and reocclusion on (B)(6) 2016 and not (B)(6) as previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the event is resolved. Medtronic if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed this event as not related to the index device, procedure or paclitaxel. Cec adjudicated that event is related to study device, but not related to procedure or paclitaxel. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 15 months post index procedure, the patient underwent a target vessel revascularization of the left popliteal. Two admiral xtreme and two in.pact admiral balloons were used as treatment. Approximately 21.5 months post the revascularization of the left popliteal, the patient suffered occlusion. Patient was treated with pta, stenting and ballooning. Event is unresolved.